Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed high thresholds along with high impedance. A lead fracture was suspected. It was noted the patient experienced atrioventricular (av) desynchrony causing uneasy feelings. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited early battery depletion. The ra lead and the crt-p were explanted and replaced. No further patient complications have been reported as a result of this event.